Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. Reportedly, the pump's auditory and vibratory features were not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump powers with returned battery cap. Vibration alert present at power up and during alarm sequences however no audible tone present at power up or during alarm sequences.. Removed pump case. Evidence of a cracked solder connection at piezo. Attached a test pump cover. Audible alarm present at power up and during alarm sequence